Event description:
Per report received from new zealand, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. The patient presented some calcium in the native valve with a heavy calcified stj. During procedure, during the deployment with nominal volume and normal speed inflation technique, the balloon burst when it was fully inflated. The final position of the valve was fine and no post-dilation was needed. The ds was retrieved through the esheath without difficulties. The patient did not suffer any injury and was noted as to be free of complications after the procedure. As per medical opinion, the root cause of the burst could have been the heavily calcified stj.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: a kink on the balloon shaft proximal to the handle due to packaging, and a balloon burst longitudinally. Due to the nature of the complaint, no applicable functional was performed. The complaint was confirmed through visual examination. Dimensional testing was performed, and the following was observed: the inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification per drawing. The complaint for balloon burst was confirmed based on the evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event as per the event description "the root cause of the burst could have been the heavily calcified stj." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.